Event description:
Sn (B)(4) lcd malfunctioning pump completes self check and starts programming then displays dashes and unk words. Will replace pump. No other info known reported by cnss (B)(6). The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dose or amount: 18 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.